Manufacturer narrative:
The technician found that all brake casters were worn most likely caused by normal wear and tear. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be check for cuts, wear and quality of tread, etc and replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly. Look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely. Adjust or replace components if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if th facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes would not hold. The stretcher was located in the shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).